Manufacturer narrative:
The investigation reviewed the data set provided by the customer: the calibration and qc results were within the specified ranges. A patient sample was received for investigation. The patient sample was tested using the elecsys troponin t hs assay on the cobas e 801 and cobs e 402 analyzers. The investigation confirmed the customer's result. The signal images of the patient sample were analyzed on the cobas e 402 analyzer; the images showed strong bead aggregation. The elecsys troponin t hs assay result was decreased due to an interferent, which led to bead aggregation, subsequent signal quenching, and a result below the readable range. The investigation noted that the alarm "< sigl" for the elecsys troponin t hs (troponin t hs) assay, in rare cases, indicates clotted assay beads from interferences. The investigation determined that an interferent, which appears to be specific to the elecsys troponin t hs assay, had caused the event. Product labeling states, "limitations - interference - in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur." The investigation did not identify a product problem.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6). The samples were requested for investigation.

Event description:
The initial reporter suspected an interference affecting the results for 2 samples from 1 patient tested for elecsys troponin t hs (troponin t hs) on a cobas e 801 analytical unit. For both samples, no numeric result was received, only "< sigl" and a data alarm. One of the samples was repeated on another unspecified device, where a result below the detection limit was generated. The specific result was not provided.